Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Visually confirmed approximately ~5mm of the instrument tip has been broken off. The fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. The tip of the probe broke off and was not able to be retrieved from the patient. No additional complications were reported.